Event description:
Device analysis is provided. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, sheath(s) no complications.

Manufacturer narrative:
X-ray of lead indicates the j stiffener wire is fractured approx 13mm, approx 15mm, approx 32mm and approx 35mm proximal of the electrode tip. The proximal section of the j stiffener wire measures approx 83mm was rec'd migrated down lead body approx 170mm proximal of the electrode tip. It appears that the entire j stiffener wire was rec'd with all recorded measurements adding up to approx 118mm.